Event description:
Hcp reports "pump requires replacement - low battery alarming; questions premature battery depletion" the pump was replaced. A follow up report will be sent when additional information is received.